Event description:
Health professional reported the removal of a lap-band device due to alleged "erosion, dehydration and vomiting." The pt "devolved vomiting pattern" and "dehydration," was "admitted to hospital" and treated with "IV [intravenous] floods." Health professional reported that an esophagogastroduodenoscopy (egd) was conducted, which "confirmed erosion." The pt was discharged and later returned to the emergency room and the band was removed without replacement.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. An erosion, vomiting, and dehydration are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Device labeling addresses the possible outcome of vomiting and dehydration as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures. Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended.